Event description:
FDA forwarded medwatch report number (B)(4) to synovis. A pt reported that she experienced a reherniation approximately 8 months after having a hernia repair where veritas collagen matrix was used. The pt also indicated that her original surgeon has referred her to another surgeon to repair the reherniation. No further info is available.

Manufacturer narrative:
No product was returned for evaluation. A review of the device history record was not possible since the lot number was unavailable.